Event description:
It was reported that at the beginning to a surgical procedure at the healthcare facility, it was noticed that the knob was broken off the handle of the straight pedicle feeler, when the instrument set was opened for use. No additional information was available regarding the reported event.

Event description:
It was reported that at the beginning to a surgical procedure at the healthcare facility, it was noticed that the knob was broken off the handle of the straight pedicle feeler, when the instrument set was opened for use. No additional information was available regarding the reported event.